Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented is detectable/preventable by handling the device in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a " scratched lens". The intended therapeutic or diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air, water and auxiliary jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to handling and reprocessing issue. Additional evaluation findings are as follows: light cover glasses adhesive and optical cover glasses adhesive was worn; optical cover glasses was cracked; distal end adhesive and insertion tube or bending section cover had lifting; control body side cover was leaking; suction connector had water leakage; there were marks on the image; up angle, down angle, right angle, up or down angle play, left or right angle play, and electrical safety test needed adjustment to specification; and automated air leak test was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.